Manufacturer narrative:
(B)(4). Pump passed the displacement. Pump received with cracked battery tube threads. Cracked lcd window, minor scratched lcd window, partial broken reservoir tube lip. Loose drive support disk, cracked case display window corners and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump needed to be replaced due to cracks in casing. No further details were provided. The insulin pump was returned for analysis.